Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause implant late loosening. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# i0388, mfd. 03/05/13, exp. 2018-03-05, gtin (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# i0494, mfd. 04/09/13, exp. 2018-04-09, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0753, mfd. 07/27/13, exp. 2018-07-27, gtin (B)(4). Added may 2015: ifuse implant, p/n 4050-90, lot# i0984, mfd. 04/25/14, exp. 2019-04-25, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2013 where three implants were installed. The patient later reported to a new surgeon with complaints of continuing si joint pain. The surgeon determined that the implants may have been loose. In (B)(6) 2015, the surgeon added an implant of the same type next to the superior positioned implant and removed the inferior positioned implant and placed two iliosacral screws. In (B)(6) 2019, the surgeon removed the remaining implants due to possible loosening. The status of the patient after the last revision procedure is not known.